Event description:
It was reported that a foreign object adhered on the rotawire. A 330cm rotawire was selected for use. During preparation, it was noted that a foreign object adhered on the rotawire. Furthermore, the object was too large and seemed that it may be taken off a little if tried to wipe off with a wet gauze. The procedure was completed with another of same device. No patient complications were reported.